Event description:
The medical affairs specialist (mas) attempted unsuccessfully to speak to the pt for more clinical info. A letter has been sent as a second attempt to reach the pt. The pt called alleging that the meter did not power on. The last time she tested was on 9/17/2005 in the morning and she received a 212 mg/dl. Since then the pt has had an issue with the meter. The pt felt sleepy, thirsty and had high blood glucose symptoms at the time of testing. The pt went to the hosp 30 minutes later and was tested on another device and received a 387 mg/dl. No info on whose meter the pt received the 387 mg/dl (hosp meter or lab). He was treated with IV. The battery was replaced less than a year ago and in good condition. The pt was using the correct vial of test strips. The pt pressed down on the power button and the meter does not power on. Customer service sent the pt a replacement meter.

Event description:
The medical affairs specialist (mas) attempted unsuccessfully to speak to the pt for more clinical info. A letter has been sent as a second attempt to reach the pt. The pt called alleging that the meter did not power on. The last time they tested was in 2005 in the morning and they received a 212 mg/dl. Since then the pt has had an issue with the meter. The pt felt sleepy, thirsty and had high blood glucose symptoms at the time of testing. The pt went to the hosp 30 minutes later and was tested on another device and received a 387 mg/dl. No info on whose meter the pt received the 387 mg/dl (hosp meter or lab). They were treated with IV. The battery was replaced less than a year ago and in good condition. The pt was using the correct vial of test strips. The pt pressed down on the power button and the meter does not power on. Customer service sent the pt a replacement meter.